Event description:
Follow up information reported that the manufacturer¿s representative had a conference call with the patient and their pain clinic at which time the clinic further information regarding their workman¿s compensation case. It was also noted that the patient ¿had a lot going on¿ and was going contact the clinic with the requested information. If additional information is received, a follow up report will be sent.

Event description:
It was originally reported that an overdischarge was suspected. There were coupling and/or communication issues, and it had been ¿a couple of months¿ since the last successful recharging session. It was unknown why the patient had not recharged. Additional information reported the patient experienced an end of service/end of life (eos/eol) message. The patient noted she first saw the message in (B)(6) 2013 when she ¿last went to charge her implantable neurostimulator (ins).¿ it was stated the patient ¿thought her battery died in (B)(6) 2012¿ and that she ¿had not charged her ins since (B)(6) 2012.¿ it was reported the patient had been trying to get her ins replaced ¿since then¿ and that ¿nobody would take her insurance.¿ it was further reported the patient experienced a ¿loss of therapeutic effect¿ and ¿acute pain.¿ it was stated the patient ¿always had pain, but it seemed to have gotten worse in the last week¿ prior to report. It was reported the patient was ¿having problems with her legs and back.¿ the patient noted her legs ¿used to go out on her before she got the ins¿ and that it was ¿starting again¿ at the time of report. It was noted the patient¿s ¿ins hurts¿ and the patient also experienced pain ¿where the leads are located.¿ the patient reported she felt she was ¿going backwards¿ and that her ¿feet were purple¿ and her ¿legs, hips, and back were swollen.¿ it was reported the patient ¿was not certain what the problem with the ins was¿ and that she ¿did everything to make it work.¿ the patient noted she had not been to the emergency room since her ins was implanted. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3487a-56, lot# v563964, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot# v537001, implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-56, lot# v563964, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot# v537001, implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information was received from the patient that reported that her implant had not worked for the past 3 years. It was reported that her implantable neurostimulator recharger was not charging up her implant, so her implant died. The patient¿s implant was causing discomfort and pain and the patient reported that she would like to have the device taken out. The pain/discomfort had been occurring since implant in (B)(6) 2010. The patient had not been able to charge their implant since (B)(6) 2013. There was no planned surgical intervention at the time that the additional information was received.